Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter advanced approximately 1 inch through the sheath valve and would not advance any further. Another device was used instead to successfully complete the procedure. Celect-pt filter and femoral introducer was returned for product evaluation. Per product evaluation: the femoral introducer was curved due to shipment and the red safety button was not pressed down. Filter: two secondary legs was damaged. The hook was without any observed nonconformance. The cause for the reported failure cannot be determined, based on the product evaluation, because the introducer sheath is not returned. The damage at the secondary legs could occurred if the filter is pulled out of the introducer sheath hub after advancing the valve. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and returned product it is unknown why the femoral introducer was unable to advance through the introducer sheath. However, during manufacturing if the femoral introducer cannot be advanced through the introducer sheath it would be destroyed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. PMA/510k: k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter advanced approximately 1 inch through the sheath valve, and would not advance any further. Another of the same device was pulled and used to successfully complete the procedure. The complainant did not report any adverse effects to the patient due to this occurrence.